Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an overfill (increased intraperitoneal volume - iipv) event while performing pd therapy on a homechoice (hc) cycler. The event was manifested by abdominal discomfort, difficulty breathing, and cardiac issues. On the same day, the pt was hospitalized for another indication. Due to the event, while hospitalized, the patient's dianeal prescription was changed. The pt was discharged from the hospital one day later. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). An event history log review was performed which revealed two iipv events in the logs (B)(6) 2013 (10:11 / cycle 4 / drain 4039ml) and 12/05/13 (10:03 / cycle 4 / drain 4183ml) with a largest fill = 2500ml. The device was received and evaluated by the baxter product analysis laboratory (pal). The device passed both the homechoice rite (returned instrument test evaluation) electrical test and the rite functional test specifications. The device passed external / internal inspection. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was performed and passed successfully. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be use error, tidal total ultra filtration (uf) removal was set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The iipv events resulting from a use error discovered during testing are unrelated to the originally reported event. Upon follow up, it was clarified that the patient had not experienced an overfill event. The patient was hospitalized due to fluid retention that was caused by the patient using an incorrect solution for peritoneal dialysis therapy. The nurse reviewed the pro card and no overfill event related to the original report was identified. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for further evaluation. A review of the event history log revealed no system errors, anomalies or hardware device failures. There was no failure or malfunction identified that could have caused or contributed to the reported event of fluid retention. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the device service history and device history record revealed no issues that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.